Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 failed to open. The customer rebooted the device and attempted to recover; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) healthcare a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 double clicking and failing each time it was accessed. A field service engineer (fse) uninstalled center column, inspected unit and found that oxidation microswitches on door 4 which caused door failure. Further the fse replaced all four latches with new enhanced latches to resolve the issue. Then the operation of door was verified in hardware mode and application multiple times. The system functioned as intended after the field service engineer repaired the device.